Manufacturer narrative:
The device was marked as available for evaluation; although anticipated, the device has not yet been received. (B)(4).

Event description:
During an anterior cruciate ligament repair, simultaneous deployment of implants was reported. Additional information received confirmed that three devices failed during the same procedure. The red and white area of the meniscus was being repaired. The implants both deployed at the same time, after the insertion needle went through the meniscus. The surgeon was able to remove both implants, as well as the suture, from the patient. There was approximately a five minute delay in the procedure. The procedure was able to be completed using another fast-fix device, and the patient was noted to be okay post-procedure.

Manufacturer narrative:
Device available for evaluation; device returned to manufacturer on 07/10/2015. Device was evaluated by manufacturer: product evaluation: three fast-fix 360 curved needle delivery systems were returned for evaluation for complaints (B)(4). The devices were returned in one package making lot determination prohibitive; as a result the following device evaluations will be placed in each complaint issue. For sample (1) and (2) no suture or ts were returned. The actuators are in its t2 pre-deployment position. The depth limiter straws are damaged. Devices were functionally tested for proper actuator advancement and cycling; devices functioned as intended. Sample (3) the ts and suture are free from the needle. The suture/t construct was returned and the ts are bent slightly, this likely occurred during removal from the meniscus. The actuator is in its t2 pre-deployment position. The depth limiter straw is damaged. Straw appears to have been removed and placed back on the needle as the suture is protruding from each end of the depth limiter straw. Device was functionally tested for proper actuator advancement and cycling, device functioned as intended. As a result of similar t2 pre-deployment field complaints a root cause investigation has been opened to address this failure mode. Correction: investigation results were inadvertently omitted on the initial medwatch report. (B)(4).